Event description:
It was reported that customer experienced continuous glucose monitor error message during sensor use. There was no reported adverse impact to the customer. Customer contacted support, received full guidance on performing pump reset, completed reset with assistance, confirmed error did not recur, and successfully started new sensor session, with no further issues reported.